Manufacturer narrative:
The manufacturer previously reported a bipap a30 was found to be alarming indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. During the evaluation of the device at the third-party service center, the device's six-pin harness on the main board was found to have thermal damage. The device is being sent to the manufacturer's product investigation laboratory for additional evaluation. The unable to write to event log issue would not affect the device's ability to deliver therapy. The main board was not returned to the manufacturer for evaluation of the thermal damage allegation. If the component is returned and any additional information is received once the investigation is complete, a follow-up report will be filed.

Event description:
The manufacturer previously received information alleging a bipap a30 was found to be alarming indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. During the evaluation of the device at the third-party service center, the device's six-pin harness on the main board was found to have thermal damage. The device is being sent to the manufacturer's product investigation laboratory for additional evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.